Event description:
A (B)(6) year old male patient underwent a watchman laa occlusion device implant on (B)(6) 2018. The 14 french watchman delivery sheath was advanced into the left upper pulmonary vein without difficulty and a pigtail catheter was placed in the delivery system. The 24 mm device was deployed however, it was deemed to be too superficial with an excessive shoulder of the device on the mitral side of the appendage. During the removal of the 14 french watchman delivery sheath the diaphragm valve broke. The sheath was replaced and a 27mm device was deployed and excellent position was confirmed by both fluoroscopy and tee. The patient tolerated the procedure well. On (B)(6) 2018 the patient was discharged home.